Manufacturer narrative:
Review of procedure #65 shows that fragmentation begins on frame 14 and completes on frame 37. Eye movement is seen starting at frame 12 and continuing throughout the procedure. This eye movement could lead to the reported capsular rent. System functioned as designed no additional post op treatment was needed or further clinical follow up required.

Event description:
On (B)(6) 2026, doctor (B)(6) c21u) reported to cas that during procedure ID #65, after removing the cataract nucleus, a linear rent on the posterior capsule was noted.